Manufacturer narrative:
Correction: the wrong device name was used in the IFU statement. The corrected statement is: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to aneurysm enlargement, endoleak. Intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and / or persistent endoleak. According to the IFU: all components of the gore® excluder® aaa endoprosthesis are of the low permeability design, which is the only design available and differs from the original gore® excluder® endoprosthesis by the addition of film layers that decrease the overall permeability of the graft. In response to the aneurysm enlargement rates associated with the original gore® excluder® device, gore enhanced the design of the device by making changes to the graft material that decreased the overall permeability of the device. The low permeability gore® excluder® aaa endoprosthesis was approved by the FDA and released in june 2004. Gore has conducted a post-approval clinical study to evaluate the clinical performance of the low permeability gore® excluder® aaa endoprosthesis. Outcomes of the study suggested that the design enhancement of the low permeability gore® excluder® aaa endoprosthesis mitigate the risk of aneurysm enlargement without endoleak.

Manufacturer narrative:
H6: code c20- a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. The device remains implanted and is not available for analysis. Additional information was requested but is not available. Please note that the device implanted on the left side was reported separately. B3: the date of event was updated due to the the imaging evaluation- the post-implantation cta date was (B)(6) 2023. B6: imaging evaluation was added. Code e2402 was used to cover endotension. The implant date and the device information remain unknown. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to aneurysm enlargement and endoleak. Intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and / or persistent endoleak. According to the IFU: all components of the gore® excluder® conformable aaa endoprosthesis are of the low permeability design, which is the only design available and differs from the original gore® excluder® endoprosthesis by the addition of film layers that decrease the overall permeability of the graft. In response to the aneurysm enlargement rates associated with the original gore® excluder® device, gore enhanced the design of the device by making changes to the graft material that decreased the overall permeability of the device. The low permeability gore® excluder® aaa endoprosthesis was approved by the FDA and released in june 2004. Gore has conducted a post-approval clinical study to evaluate the clinical performance of the low permeability gore® excluder® aaa endoprosthesis. Outcomes of the study suggested that the design enhancement of the low permeability gore® excluder® aaa endoprosthesis mitigate the risk of aneurysm enlargement without endoleak.

Manufacturer narrative:
Code c20: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Additional information was requested. Please note that the device implanted on the left side was reported separately. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date, approx. 17 years ago, in 2005, this patient was implanted with gore excluder® aaa endoprostheses (unknown). It was reported that on an unknown date, the follow up CT showed the aneurysm growth (unknown amount). Also, a cta showed contrast in a sac with no obvious endoleak. The physician decided to reline insitu graft with two pla280300/unknown devices and implanted two plc14100/unknown devices extending down to internal iliac on left and right sides. The patient tolerated the procedure.